Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024 . Patient was under 2 years old, which is off-label usage of the device. On (B)(6) 2024 , the pediatric patient experienced a skin reaction with burning, rash, redness, inflammation, pimples and infection on the needle puncture site, which occurred 7 days after the sensor had been inserted in the abdomen. The patient consulted an hcp and they prescribed oral antibiotics (amoxicillin). The area was prepared with alcohol wipes and alcohol spray before placing the sensor on the body. At the time the report the patient was recovered. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.